Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, the balloon was inflated up to 10atm. However, it was noted that the balloon ruptured at 10atm. The balloon was removed as usual from the patient's body without any problem by normal method and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.